Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation and is not expected to be returned. The r series operator's guide states, "keep the r series defibrillator away from magnetic resonance imaging (MRI) equipment." The customer reported that the device works as expected when removed from the mir area. No trend is associated with reports of this type.